Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low hcg result for one patient sample. The initial result was >10000 miu/ml and with a dilution, the result was 12204 miu/ml which was reported outside of the laboratory. This result did not match the patient's previous result so the customer repeated the test with a dilution and the result was 22668 miu/ml. This result was believed to be correct. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative could not find a cause. All system checks passed within specifications and the system initialized without errors. All qc was within range.

Manufacturer narrative:
The reagent lot number was 28429205 with an expiration date of 28-feb-2019.

Manufacturer narrative:
The results of 12204 miu/ml and 22668 miu/ml were accompanied by a data flag and were obtained with a 1:100 dilution. The investigation was unable to find a definitive root cause.